Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda is due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 5 functional mitral regurgitation (mr), enlarged atrium and ventricle, coaptation gap between posterior mitral leaflet (pml) and anterior mitral leaflet (aml) 8mm for a mitralclip procedure. The first clip was implanted medial, the second clip was lateral to the first, and the third clip was lateral to the second. During preparation of the fourth clip, the second clip detached from the posterior mitral leaflet. The fourth clip was then implanted medial to the second clip. Per the physician, the slda was due to the abnormal cardiac size. The mr was reduced to grade 4.